Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unknown date in the month prior to this report, the pt was performing therapy on his own and disconnected to use the bathroom. When he reconnected, a breach occurred (further details not provided). The peritonitis was manifested by drain pain. The pt was hospitalized for the event (exact dates unknown). The nurse stated the patient's family usually performs therapy for him and the pt did not know how to properly reconnect himself. The pt and family were retrained on pd therapy, specifically aseptic technique when disconnecting and reconnecting. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Event date: the patient was diagnosed with peritonitis on an unreported date in (B)(6) 2013. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Should additional relevant information become available, a follow-up will be submitted.